Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 734 mg/dl. The caller stated that the customer had been hospitalized approximately four other times in the past year. Troubleshooting was performed, and the insulin pump was programmed with the wrong time and date. The customer did not know if the basal rates were correct. Assisted with correct time and date. Referred to hcp for basal rate confirmation. Found low reservoir, no delivery and battery out limit alarms in the alarm history. Reviewed the prime history, and found that the customer had not primed the insulin pump since (B)(6). Advised that, it seemed as though the customer was not getting insulin since she got a no delivery alarm on (B)(6). The insulin pump passed the prime test. High pressure not performed, as the alarm history did show that the no delivery alarm was functioning. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.